Event description:
The initial reporter alleged discrepant non-reactive results for three patient samples tested with the elecsys hbsag iiassay on the cobas e 801 analytical unit. The results were not reported out of the laboratory. On (B)(6) 2021, the elecsys hbsag ii assay generated the following results: 0.834 coi (non-reactive) for sample 1, 0.767 coi (non-reactive) for sample 2, and 0.890 coi (non-reactive) for sample 3.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The patient samples of concern were sent directly to r&d for further investigation, where all three samples were identified as false negatives in the elecsys hbsag ii assay. False non-reactive results may occur due to the assay's clinical sensitivity of 99.9%, as stated in the corresponding method sheet. The device remains in operation at the customer site.